Manufacturer narrative:
An event regarding wear and neck fracture involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The journal of arthroplasty article "head taper corrosion causing head bottoming out and consecutive gross stem taper failure in total hip arthroplasty" indicates patient's hip was revised due to wear of the head, trunnion wear (gross trunnion failure), and neck fracture of the stem. This article was included in the quarterly journal review conducted at the end of the q4 2018. Of the 30 events documented in this article, the complaint history review identified 28 unique events that were not previously reported.